Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for the front bezel to resolve the reported problem. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that the ventilator's navigation ring is defective. There was no patient involvement.